Manufacturer narrative:
Pump received with cracked battery tube thread and broken reservoir tube lip noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported insulin pump was damaged at reservoir ring. The customer¿s blood glucose level was unknown. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.